Manufacturer narrative:
Date of report: 11jul2019. Date received by manufacturer: 09jul2019. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen and calibrated the unit to address the reported problem. The unit successfully passed the required performance verification test. The touch screen assembly was returned to the fi (failure investigation) lab for evaluation. Visual inspection of the touch screen assembly revealed no damage or contamination. Resistance measurements will be performed on the returned touch screen assembly. The touchscreen measured resistance are out of specification. Root cause: the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.